Event description:
An insurance company is alleging that a heating pad started a fire that resulted in damage to their insured's property.

Manufacturer narrative:
This product is in the possession of insurance company and has not been made available for testing. Fire patterns do no support that the theory that the heating pad caused the fire.